Event description:
The complainant reported that they were experiencing problems with the redman chief sr-107 wheelchair. They had been using the product for 3-1/2 years, during that time, they state that the motor goes out. The way the brushes are mounted on the chair, they go out. The wiring is faulty which causes the battery to drain. They replace a battery every year. They have to replace the tires every year. The front end is not assembled properly. The advertisement of the wheelchair stated the clearance was 4" off the ground. The actual clearance is 1" off the ground. They also report that they had an old model that lasted for 5 years.